Manufacturer narrative:
The event occurred in (B)(6). (B)(6) doesn't allow product return.

Event description:
Caller reported the button is non-functional. Caller reported there is also a black spot on the screen. No adverse event reported. Pump is unavailable for return.